Manufacturer narrative:
Device evaluation summary: electrode belt sn: (B)(4) was not returned for investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A zoll distributor contacted zoll manufacturing corporation to report that a (B)(6)female patient had developed a skin irritation under one of the therapy electrodes. The patient reported that pus was discharging from the irritation. The patient sought medical attention. It is unknown if any medical intervention was required. The clinical outcome of the irritation is unknown. The patient continued to use the lifevest.